Event description:
It was reported that the lead values were continuing to steadily deteriorate from previous follow ups. High capture threshold, an increase in impedance, and a drop in sensing were observed. The decision was made to cap the sense/pace, and the defib portion of the lead remains active.

Manufacturer narrative:
Na